Event description:
Healthcare professional reported a xen®45 gts event described as "13 eye required needing procedure, with 9 eyes needing two procedures and 3 eyes needing three procedures; 16 eyes experienced transient hypotony, with 9 eyes resolving within 2 weeks, and 7 eyes developing transient choroidal detachment, of which 5 eyes resolved within 2 weeks and 2 eyes required healon injection into the anterior chamber (ac); 1 eye had flat ac on pod1 which required a healon injection into the ac; 14 eyes had transient microhyphema resolving within 4 weeks; 8 eyes had transient macrohyphema (not covering the pupil) resolving within 4 weeks; the following eyes required hypotensive drugs (pom3 = 1 eye; pom6 = 6 eyes; poy1 = 2 eyes; poy2 = 5 eyes); 1 eye had conjunctival erosion over the implant at pod14 which resolved with a conjunctival suture; 2 eyes required secondary surgical intervention due to lack of efficacy of the gel stent (1 eye underwent trabeculectomy and 1 eye underwent preserflo microshunt implantation)". These findings were noted in the article: "xen45 gel stent in the treatment of pigmentary glaucoma: a two-year follow-up."

Manufacturer narrative:
Clarification to d.6a.: xen45 gel stent implantation between (B)(6) 2020. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling. Article citation: gassel cj, nasyrov e, wenzel da, voykov b. (2024). Xen45 gel stent in the treatment of pigmentary glaucoma: a two-year follow-up. European journal of ophthalmology. Epub ahead of print; 2024 jun 7. Https://doi.org/10.1177/11206721241261093.